Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event on (B)(6) 2024. The leakage was from the quick release. The infusion set was in use for one day. No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information: this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). The batch 6000500 in question was manufactured at the reynosa site. Complaint investigation test results: visual test according to work instruction (wi) version 3 on reference samples, reference samples passed the test. Functional test (flow test) according to wi version 2 on reference samples, reference samples passed the test. Functional test (leak test) according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6000500 was manufactured according to the wi version (B)(4) manufactured in the line/machine multivac 12, on 12/apr/2023 with a total of (B)(4) units. Assembly DHR review: the lot 3c05627 was manufactured according to the wi version (B)(4) manufactured in the machine sc01, on 10/apr/2023, with a total of (B)(4) units. The lot 3c05628 was manufactured according to the wi version (B)(4) manufactured in the machine sc01, on 11/apr/2023, with a total of (B)(4) units. Glue tubing DHR review: the lot 3c05570 was manufactured according to the wi version (B)(4) manufactured in the machine automatic gluing 08, on 10/apr/2023, with a total of (B)(4) units. The lot 3c05571 was manufactured according to the wi version (B)(4) manufactured in the machine automatic gluing 05, on 10/apr/2023, with a total of (B)(4) units. The lot 3c05572 was manufactured according to the wi version (B)(4) manufactured in the machine automatic gluing 08, on 10/apr/2023, with a total of (B)(4) units. The lot 3c05568 was manufactured according to the wi version (B)(4) manufactured in the machine automatic gluing 05, on 10/apr/2023, with a total of (B)(4) units. The lot 3c05567 was manufactured according to the wi version (B)(4) manufactured in the machine automatic gluing 04, on 02/apr/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 27/may/2025 against malfunction code evaluated leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing) and lot 6000500 and no other complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.